Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in the ureter for a laser ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a zero tip the basket was used in an attempt to remove a 4mm sized stone. However, the stone was too big to be removed from the ureter. The wire of the basket was cut to release the stone but failed to do so. A semi-rigid scope was then inserted into the ureter and the use of fiber was used to break up the stone, and complete the case. There were no serious injury or adverse patient effects reported as a result of this event. The patient's outcome at the conclusion of the procedure was reported to be no serious injury.